Event description:
Pt was shocked during case, and then went into v-fib. Case was cancelled. Account thought that the generator or apm was leaking. Catheter was discarded, but they did not notice a problem with the catheter. Procedure was a a-flutter using a 8mm tip & esi balloon. When the doctor initiated the first ablation, pt was shocked and went into v-fib. Generator settings are as follows: power was set to 30 watts, temp 60 degrees.